Manufacturer narrative:
Batch review performed on 19 aug 2025. Lot 2514097: (B)(4) items manufactured and released on 18-jun-2025. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Details of the specific device that broke (the device is part of a set and details of the set has been reported in the form): 64.10.0422 shoulder disposable k-wire - ø2.5 lot. Mat66573 considering the mat66573, 6092 devices were manufactured. This is the firts event reported of this type on this mat. Conclusions: based on the information available, no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing-related issue. Although it cannot be confirmed, the conditions of surgical variation likely resulted in the applied forces exceeding the inherent limitations of the device resistance as constrained by the collective design inputs.

Event description:
While reaming the glenoid surface, the surgeon changed the angle which put bending forces through the 2.5mm guide pin and it then broke, leaving the tip of the guide pin inside the glenoid. He was unable to remove the broken tip as it was lodged in the bone, and it was left in the patient.